Event description:
Per report received from italy, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. Before valve implant, the patient had severe thoracoabdominal aortic bending that was not covered by the esheath. During procedure, when the valve crimped on the commander delivery system came out of the esheath, it was carefully negotiated the tortuosity, without tracking difficulty with commander delivery system. While advancing, it was suspected that the patient was suffering an aortic dissection, involving ascending aorta and aortic arch, which led to the first cardiac arrest but was resurrected. It was decided to continue the procedure and the valve implant was successfully performed without issues. After valve deployment, the patient suffered a second cardiac arrest and passed away. Then, the aortic dissection, involving ascending aorta and aortic arch, was confirmed by angiography. As per medical opinion, the root cause of the aortic dissection was due to the tortuosity while advancing the valve and, as a consequence, the valve implant worsened the aortic dissection by excluding the coronary perfusion.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-14784. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, cardiac valve replacement with the thv procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards-s device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/patient factors (severe tortuosity) and procedural factors (valve implant worsened the aortic dissection by excluding the coronary perfusion) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.